Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm epic mitral valve was implanted. From (B)(6) 2024, the patient experienced exertional dyspnea. On (B)(6) 2024, echocardiography showed findings of mitral stenosis (ms) with a peak gradient of 30mmhg and a mean gradient of 15mmhg. The patient was managed with medication and monitoring. On (B)(6) 2025, the epic mitral valve was explanted due to mitral stenosis and associated dyspnea. Upon explant, the valve had "attached structures that appeared to resemble vegetations, thrombi, or pannus." The structure type was unclear. There were no clinical signs of infective endocarditis. A new 27mm masters series mechanical heart valve was successfully implanted as the replacement. The patient was reported to be in stable condition.

Manufacturer narrative:
An explant approximately 17 months post-procedure was reported due to mitral stenosis, exertional dyspnea, and suspected pannus formation. The valve was returned to abbott for investigation. The sewing cuff was intact, with patchy pannus formation limited to that area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported dyspnea is likely a cascading effect of the mitral stenosis. The thrombus observed on the outflow surfaces of all three cusps, which limited leaflet mobility, may have contributed to the reported mitral stenosis. However, the root cause of the valve thrombosis could not be conclusively determined. The cause of the pannus formation could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.